Event description:
It was reported that school nurse contacted support after patient performed site and cartridge change and home screen showed 60 units available even though cartridge was filled with 300 units, and support could not troubleshoot because nurse was not an approved contact. There was no reported impact to the customer¿s blood glucose level. Support attempted multiple times to reach patient¿s legal guardian to obtain consent, left a message, sent follow-up email, advised that patient could call later with parents, and ultimately closed case when no further contact was received.